Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure the surgeon slowly advanced the plunger, it went through on top of the lens and apparently scratched the optic. The physician used his backup lens instead. There was no patient harm reported. Additional information has been requested.